Manufacturer narrative:
The fse reported the circuit configuration was is passive wt / pmc-300 / af811gel full face. Ac power source was used. ¿how to release the lock¿ was not displayed by pressing the touch panel and the unit didn¿t respond to press of the select button of navigation ring. Unit was restarted by press of the power button and then select button and it returned to normal operation.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported they were unable to release a locked screen by using the touch screen of the device when it was in use on a patient. There was no patient injury.